Event description:
Product initially worked without difficulty; physician was able to complete the tunneling and drill back for the tibial side of the reconstruction. However, at the completion of the femoral tunneling, the end which "flips" broke off. The physician was able to retrieve a piece of the fragment utilizing fluoroscopy, but a smaller piece was irretrievable and remains in the patient. The company representative was present during the surgery.